Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2392, awareness date 03-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. The consumer reported that essure caused never ending pain. After removal, she continued to have issues in the same area. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted and reported never ending pain (regarded as pelvic pain). Pelvic pain is serious and listed according to reference safety information. Given the compatible temporal relationship and lack of plausible alternative explanation, causality cannot be excluded. Since essure removal was performed, this case is regarded as incident. Based on the available information, there is no relationship between the reported event(s) and a quality defect.